Event description:
It was reported that sterility was compromised. During preparation of a 2.5mm x 12mm quantum maverick balloon catheter, it was noted that the inner package was not sealed when opening the outer package. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink in the hypotube 13.4cm from the hub. There are kinks in the inflation lumen and core wire. They are located 24.3cm and 25.4cm from the tip. Microscopic examination revealed no additional damages. The balloon is still tightly folded. The device pouch did not return with the device so further analysis could not be completed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that sterility was compromised. During preparation of a 2.5mm x 12mm quantum maverick balloon catheter, it was noted that the inner package was not sealed when opening the outer package. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.